Event description:
It has been reported to the co that during the procedure a dissection of the vessel was noticed. The physician inserted the angiographic catheter into the pt into the right coronary artery. The physician injected dye into the vessel and took cineangiography of the vessel. The angiography showed a dissetion of the vessel. The physician stented the vessel to repair the damage. The results were good and pt is reported to be fine.